Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was reported that 2 rods were broken. Patient underwent a revision procedure to replace the broken rods.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show paralytic thoracolumbar scoliosis treated in a late teenager with about a 110 degree curve. Initial construct uses only 4.75 mm rods despite the degree of correction attempted. It is also stopped at l5 for unknown reasons. These patients always develop osteopenia, so that the maximum number of fixation points is desirable. Here t5 and l2 was skipped entirely, t6, t7, t8 and t9 were only instrumented on one side. Rods fail at the point of maximum stress at the apex. This is treated with end to end connectors which fail again requiring conversion of construct to a 5.5 mm size.